Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was damage to the power module streamline cable. The streamline cable did not make a secure connection to the power module backup battery. The customer requested a replacement streamline cable.

Manufacturer narrative:
B5: narrative info. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cable was replaced the same day. There was no visible damage to the cable or the connections and there were no alarms detected. No images were available of the damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline cable within the power module was unable to be confirmed. The power module (serial number: (B)(6) was not returned for analysis and no images were submitted for review. Additional information provided on 03jan2025 stated no alarms were detected from the reported damage. Additional information provided on 22jan2025 stated no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications, was shipped on 04sep2015. Heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) (rev. B) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) (rev. B) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.